Event description:
It was reported that near the end of a da vinci-assisted radical prostatectomy surgical procedure, arcing was observed when the maryland bipolar forceps (mbf) instrument was used. The instrument was removed and melting / burned area was identified on the plastic area of the instrument. A backup instrument of the same type was used, and the procedure was completed with no reported injury. Isi followed up with the customer and obtained the following additional information: approximately 2 hours into the procedure, the mbf instrument was used periodically during the procedure when the surgeon was cauterizing a vessel when the arc was seen. It is hard to tell the absolute origin of the arcing as it was a split second flash on the screen then the result on the instrument itself once it was removed from the patient. There were no surrounding tissue or other injuries noted to the patient. It seems as though the current went to the plastic component on the instrument, where the burn mark was noted. No intraoperative instrument collisions were observed. No staples or metal clips were used during the procedure. The area was not near any sutures. The jaws were cleaned between uses with sterile water and a sponge. As much debris as possible gets removed. There could have been a minimal amount on the jaws. No injuries were noted to the patient. The patient was discharged home within the usual time frame with no complications.

Manufacturer narrative:
Based on the claim against the product by the customer noting arcing and thermal damage observed, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. Review of the provided image is consistent with the alleged complaint of arcing. The picture shows charring and localized melting at the grip base. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument arced and the instrument exhibited signs indicative of thermal damage. The allegation could be related to the potential for electrical discharge at a location other than intended and at this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) and adverse event are not applicable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found the primary failure of thermal damage ¿ exposed electrode to be related to the customer reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley. No pieces were missing. Upon visual inspection, there was no damage observed on the conductor wire. The instrument passed electrical continuity. This failure is typically attributed to mishandling/misuse.